Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of a display issue with coaguchek xs meter serial number (B)(4). The customer alleges the segments in the results field making up "888" appear as "lll." The customer stated there was no operational mis-use. The customer has not misinterpreted any test results due to the issue. There was no allegation that an adverse event occurred. The customer's therapeutic range is 2.0 - 3.0 inr. The meter was requested for investigation.